Event description:
In 2002, the user facilities qi/rm analyst informed the MFR's rep that an incident had occurred and she would send a medwatch report was received 5 days later and states the following: this 67 with a history of malnutrition had a device placed in 2001. Recently, the office nurses had trouble flushing the device. An angiogram in 2002 showed that both lumens of the device were occluded. Five days later, the pt was taken to surgery for removal and replacement of the device. The pt tolerated the procedure well and was discharged the same day.